Event description:
Spontaneous communication. The patient's home health nurse (B)(6) called to advise she keeps receiving a system timeout error message on the pump. This is just the second time this pump has been used. Per the curlin pump manual, a new pump is needed. The nurse tried troubleshooting on her own without success. The dose was already prepared. The nurse had gravity tubing on hand and reviewed with nurse how to administer via gravity. Unconfirmed if provider was aware of the pump issue. A replacement pump will be sent to the patient. No further questions or concerns. No further information available. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Upon patient return did we replace device? Yes. If yes, was the patient able to successfully continue their infusion? Yes, via gravity. What is the outcome of the event? Resolved? Ongoing? Resolved.